Manufacturer narrative:
Follow up information received on 18-apr-2016: quality-safety evaluation of product technical complaint: (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time alter insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who experienced abdominal pain and cramping after having essure (fallopian tube occlusion insert) implanted. She had her ovaries, uterus and cervix removed. This abdominal pain is serious due to its medical importance and listed in the reference safety information for essure. Considering that essure therapy may cause abdominal pain, that this abdominal pain started after essure insertion and there is no alternative explanation, the causal relationship with essure inserts cannot be excluded. This case is regarded as incident since device removal was required. Based on the available information no product quality defect was confirmed. It is not possible to obtain further information.

Event description:
This is a spontaneous case report identified during media monitoring in united states on (B)(6) 2016. It refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. After having essure implanted, she experienced weight gain, abdominal pain, cramping and an abnormal period. She had her ovaries, uterus and cervix removed. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who experienced abdominal pain and cramping after having essure (fallopian tube occlusion insert) implanted. She had her ovaries, uterus and cervix removed. This abdominal pain is serious due to its medical importance and listed in the reference safety information for essure. Considering that essure therapy may cause abdominal pain, that this abdominal pain started after essure insertion and there is no alternative explanation, the causal relationship with essure inserts cannot be excluded. This case is regarded as incident since device removal was required. A product technical complaint analysis is being sought. It is not possible to obtain further information.